Event description:
It was reported that the customer received a button error alarm on the insulin pump. No significant events leading up to the alarm were recalled. The customer's blood glucose was 94 mg/dl. It was advised to discontinue use and revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms were noted. The insulin pump was received with a cracked case at display window corners, cracked battery tube threads, a severely scratched lcd window, and a broken battery cap and belt clip slot.